Event description:
It was reported that this patient¿s pump had been ¿turned up¿ on (B)(6) 2013 and the patient was told there was enough mediation in the pump to last her until her next refill. On (B)(6), the patient went to the emergency room and reportedly was going through withdrawals. The patient had a cold or flu virus but was having spasms, diarrhea, vomiting, was hot and cold, suicidal and wanted to die. Her physician did not have permission at that hospital and the patient ¿went to her managing physician in a gurney.¿ the patient did not remember hearing an alarm but the pump was completely empty. The patient was seen again by her physician on (B)(6) and the pump was turned up again. The patient woke up a few nights prior to the date of this report in the middle of the night to use the bathroom and experienced a couple of spasms and started to panic. She still had not heard an alarm. The patient now reported being tired, weak and confused. The patient also had pneumonia which was now ¿down to bronchitis.¿ the patient has a history of back, hip and neck surgeries as well as a heart condition requiring a pacemaker. Reportedly, her blood pressure was also decreasing. The patient¿s next scheduled refill was for (B)(6). The patient was to see her physician on (B)(6) 2013 to verify there was enough medicine in the pump. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(6).

Event description:
It was further reported that the patient¿s issues have since been resolved and the patient was receiving effective therapy. No further information could be obtained.